Manufacturer narrative:
Initial and final MDR- (B)(4) device 2 of 2.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced the infusion set needle bent fully to the side on (B)(6) 2025. The infusion set was in use for about 12 hours. The blood glucose was elevated. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.